Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the filter was found to be blocked due to contamination by a foreign substance. The micron filter was replaced to address the issue.